Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was observed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.na.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via an 8f sheath hole prior to a percutaneous thoracic artery dissection repair interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 20f and the percutaneous thoracic artery dissection repair procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no clinically significant delay in the procedure or therapy. It was further reported that the patient died on (B)(6) 2023. Per the physician, the death was due to severity of disease and several comorbidities. The death was not related to the proglide devices. No additional information was provided. The patient died on (B)(6) 2023. Per the physician, the death does not seem to be related to the device. No additional information was provided.